Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (rupture). (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a thoracic aortic aneurysm. Endoprostheses were deployed using three gore dryseal sheath with hydrophilic coating, and while the introducer sheath was being retrieved, an external iliac artery was ruptured. On the same day, an additional endoprosthesis was implanted to repair the external iliac artery rupture. The patient tolerated the procedure without further adverse events revealed. It is unknown the external iliac artery rupture was alleged against an introducer sheath of which item/lot numbers.